Event description:
In this event it has been reported that reciproc blue files broke. Injury to patient are unknown at this time.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
Investigation results for reciprocal blue files 6x: involved products that broke during use were not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during dhrs review. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
Multiple unsuccessful attempts were made to obtain the patient outcome.